Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2014 with the following findings: on investigation, the display was found to be dim and discolored. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the patient experienced hypoglycemia evidenced by blood glucose measurement of 1.8 mmol/l while on insulin pump therapy. The reporter stated the patient was difficult to arouse from sleep, had difficulty with speech and concentration, unsteady when standing and walking and exhibited cognitive impairment. The patient was treated with oral carbohydrates and the blood glucose elevated to 15.8 mmol/l. The reporter stated the patient was not able to read the display screen on the pump well due to a dim/faded/ discolored display causing over-delivery of insulin. This complaint is being reported because the patient allegedly experienced hypoglycemia resulting from an unreadable display screen that dim/faded/discolored. This display issue remained unresolved with troubleshooting.